Manufacturer narrative:
The replaced pba mobi was returned without battery. Hence the electronic log file has been deleted. The pba was tested in a laboratory device. A 44h long time run of the device in volume mode was carried out. Afterwards the recorded device log was checked. The reported display failure could not be reproduced. The long term test has not revealed relevant findings regarding a potential root cause. Neither did the analysis of the information recorded during this test. No hardware error could be found. Finally it was not possible to determine the root cause for the reported display failure. In case of the reported symptom integrated monitoring and selection of parameters / modes would not be possible any more. During automatic ventilation an automatic shutdown of the ventilation mode and switch to the man / spont mode will be done. An alarm will be given via the secondary piezo signal generator of the power supply. The apollo instruction for use describe this kind of display failure and advises the user to switch off the machine, set an o2 flow, check the vaporizer setting and continue the case with manual ventilation. In such a case substitute monitoring is required.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with the follow-up report.

Event description:
It was reported that during a case, the display locked up. The machine was reportedly swapped out and there was no patient injury reported.